Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that upon device interrogation some of the data fields had question marks, missing diagnostic data, or invalid data. It was noted that the patient had been undergoing radiation therapy. The device remains in use. No patient complications have been reported as a result of this event.